Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamp in the reported problem area of the pipette assembly needed to be replaced. The tip clamp was replaced. The instrument was tested without further problem and returned to svc.